Event description:
The event is reported as: complaint alleges that the circuit has tear at the inhalation or exhalation limb and will not pass leak test. No pt injury reported.

Manufacturer narrative:
The device history record (DHR) has been reviewed and no issues or discrepancies were found relating to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed. However, based on similar complaints a (B)(4) was opened. The customer complaint was not confirmed due to the lack of product. Based on similar complaints the root cause could be related with tears in the corrugated tubing. A scar was opened to address this issue. If a sample should become available a f/u report will be submitted.